Event description:
"Customer reported: during an urgent withdrawal for a filling in a flex of nacl 0.9% with a 50cc syringe, impossible to withdraw the solute (the product did not flow), it was necessary to change trocard 3 times in order to be able to withdraw the solute and to place it urgently on the patient in order to ensure him a good blood volume. Clinical consequences observed: delayed patient assessment."

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.